Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Event description:
Reportedly, the patient "developed overgrown bone, experienced significant pain and suffered other serious injuries" post-operatively.

Event description:
It was reported that the patient underwent surgery to treat degenerative disk disease, l5-s1, disk space with left-sided collapse and associated left l5 neural foraminal stenosis and radiculopathy, spinal instability, l5-s1, spondylolysis, l3 with spinal instability ,l3-4, and bilateral l3 neural foraminal stenosis. Procedure was for ls-s1 posterior spinal decompression, left, with left l5 foraminotorny, l3-4 posterior spinal decompression, bilateral, with medial facetectomies and foraminotomies, l5-s1 and l3-4 posterior lumbar interbody fusion, implantation of cages, a single implant, l3-4, and single implant, l5-s1, use of rhbmp-2/acs, l3-4 and l5-s1 posterolateral spinal fusion, use of local bone graft/morselized bone graft, pedicle screw instrumentation/non-segmental instrumentation, l3-4 and l5-s1, using 2 separate constructs, using the xia system at both levels. Bmp soaked sponges were placed inside the cages. Local bone and ceramic granules were placed in the lateral gutters. 29 days post-op, the patient presented for follow up. Per the physician¿s notes, ¿he reports today that the left leg pain he had is completely resolved. He still has some back pain and complains of some lower extremity weakness.¿ ¿x-rays of the lumbar spine show the two-level fusion at l3-4 and l5-s1 to be coming along very nicely. There is no evidence of loosening or failure of the hardware.¿ 116 days post-op, the patient presented with left l5 radiculitis. Pt. Underwent a procedure for selective nerve root injection, left l5 nerve root/transforaminal epidural steroid injection, left l5-s1. 130 days post-op, a lumbar myelogram was interpreted to indicate ¿lumbar myelography shows perhaps some very minimal effacement of the anterior aspect of the thecal sac at l3-l4, but is otherwise essentially unremarkable, except for postoperative hardware noted.¿ a CT scan was interpreted to indicate ¿mild anterolisthesis of l3 on l4. Behind l3-4, there is also soft tissue extending to the left of midline, and I cannot exclude a disc herniation toward the left at this level. Certainly, if the patient had a discectomy, there may well be some scar formation here; but I cannot exclude this being a focal leftward disc herniation into the foramen and obliterating the l4 root at the level of the lateral recess and proximal foramen.¿ 216 days post-op, the patient presented for neurologic consultation with pain that has been ¿constant and progressively worsening.¿ ¿he also reports erectile dysfunction developed several months ago.¿ 223 days post-op, a discogram demonstrated ¿negative discogram at l4-5 and l5-s1. L3-4 disc could not be accessed due to the lateral fusion and previous scar tissue. Patient indicated typical severe pain. ¿I suspect the l3-4 disc is symptomatic.¿ a CT of lumbar spine was interpreted to indicate ¿at t12-l1, there is no significant central stenosis or neuroforarninal stenosis. At l1-2, there is minimal disc bulge without significant central stenosis. There is no neuroforaminal stenosis. At l2-3, there is minimal disc bulge without minimal central stenosis. No neuroforaminal stenosis is seen. Pedicle screws seen from l3 to s1. At l3-4, there is a lateral fusion which creates artifact. At l4-5, there is contrast in the center of the disc and no evidence of annular tear. There is a diffuse disc bulge causing mild central stenosis, and there is facet overgrowth. There is a lateral fusion, particularly on the right. At ls-s 1, there is a spacer seen to the left side of the disc. There is contrast seen in the center of the disc but no evidence of annular tear or contrast leak. There is some posterior spurring and disc bulge causing minimal, if any, central stenosis.¿ 272 days post-op, the patient presented for an office visit. Per the physician¿s notes, ¿current symptoms include low back pain and paresthesias in the left leg.¿ 354 days post-op, per the medical records, ¿the patient returns for follow-up. He is almost a year status post l3-4 and l5-s1 posterolateral spinal fusions. He has developed a pain syndrome. He has severe back pain with some radiation into the left lower extremity. He says the surgery did alleviate the majority of his left leg pain but he still has some left leg pain. The majority of the pain is in his back.¿ 446 days post-op, the patient presented for fce. 2308 days post-op, the patient presented with ¿pain 10 on scale from 1-10.¿ ¿sharp, radiating down left leg.¿ 2344 days post-op, the patient presented for an office visit. Per the physician¿s notes, ¿depression comes from back injury.¿ ¿pt. Has ed also due from failed back surgery.¿

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Review of imaging studies found as follows: on (B)(6) 2006 lumbar myelogram/CT two level fusion l3/4 and l5/s1 noted with pedicle screws in place. Unilateral metal cages present asymmetrically on the left at l5 and on the right at l3. Good fusion bone is noted at l3 within the cage. L5 fusion cannot be verified. No heterotopic bone is present within the canal of consequence. Distortion about the cage on the right at l3 obscures foramen. Reported heterotopic bone cannot be verified to my exam. On (B)(6) 2006 lumbar myelogram/CT developing posterolateral fusions at l5 and l3. Bone now visible behind the l3 cage which is truly heterotopic and could affect the right l4 root. No central stenosis is seen. Discogram has been performed at l4 without annular tear and reasonable centralization of contrast. Finding of heterotopic bone behind l3 cage is not consistent with patient's complaints of left leg pain and could not be responsible.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.